Event description:
It was reported that the 6800 system would not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed the cpu upgrade kit. The system was tested and found to be working as intended and placed back into service.